Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600 mg/dl. The wife was getting assistance with changing the infusion set as customer was having problems. While being in a trip the wife called back and stated that the customer went back on the insulin pump, but he was running high and had to go to the hospital. The wife mentioned that they forgot again to change the infusion set. The caller stated that they took him off the insulin pump and put on manual injections. Called back to the customer's wife and advised that the customer should go back on the insulin pump since he is not on long acting insulin anymore. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.